Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported left side capsular contracture grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.4.

Event description:
Healthcare provider reported left side capsular contracture grade IV, "typically benign diffuse round calcifications," and "radial folds". Healthcare provider also reported "oval image measuring 35 x 14 x 19 mm is observed" - this is not device related.